Event description:
A surgeon reported that during a laser assisted cataract procedure, all cuts were programmed with no arcuates. It was noted that the secondary incision was positioned anteriorly. The surgeon was not comfortable using that incision so he created a new incision using a blade approximately 10 degrees away from the laser created incision. The primary incision would not seal, so the surgeon used on 10.0 nylon suture to close the incision. The incision was verified that it did not leak following the placement of the suture.

Manufacturer narrative:
Investigation including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).